Manufacturer narrative:
Analysis confirmed the reported stylus issue; the stylus was inoperative. The stylus was found out of electrical specification. Analysis also confirmed the reported printer issue; the printer gears and printer drawer gears were worn.

Event description:
It was reported the stylus pen was not working. It was also reported the paper drawer was malfunctioning. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.